Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer had concerns surrounding possibly higher than normal sphb values. Rainbow sensor and cable in question, seemed to be the only one that they have (out of 5) that reads higher sphb values in comparison to all other sensors". No known impact or consequence to patient.